Event description:
It was reported a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal double curve access system (was) was initially attempted, but exchanged for a watchman truseal anterior curve access system to optimize a coaxial approach into the anterior lobe of the laa. While attempting to position a 27mm watchman flx laa closure device with delivery system(wds) with the was, it was noticed on fluoroscopy that there was a kink in the distal aspect of the was. The implanter decided to continue with one more attempt at an implant as the device was thought to be still in an acceptable position despite the kink. The closure device was then fully recaptured with the was after assessment showed the position to be unfavorable in the laa. There were no issues when recapturing. The was was then completely removed from the patient allowing for a new transseptal puncture in order to try and optimize the coaxial approach into the laa with a double curve was. The procedure was completed successfully.